Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted. One to the rca and one to the lad. An angiographic complication of the no reflow occurred during stent placement in the lad. The event was not assessed for relatedness with the study device.